Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that they experienced high blood glucose. Blood glucose level was 443 mg/dl. Customer stated that they got max bolus exceeded alarm when tried to do bolus. Customer declined trouble shooting for high blood glucose. The insulin pump will not be returned for analysis.